Event description:
It was reported that the cannula and the clear site piece detached with the infusion set. The adhesive remained on the body. The patient was able to resume basal delivery afterward following the full infusion site replacement. There was no injury.

Manufacturer narrative:
Three devices were returned for evaluation. The device was visually inspected and there were bent cannulas at various angles. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to adhesive issues. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.